Event description:
It was reported that the patient presented in clinic for a follow up. The pacemaker was interrogate while performing tens unit therapy and it was noted that the pacemaker exhibited an error message that indicated telemetry was disabled. No programming changes were made. No patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.